Event description:
It was initially reported that the patient experienced feeling unpleasant stimulation in his penis following implant of an implantable neurostimulator (ins). The patient had been implanted earlier that day. Four days later the patient reported feeling a shocking or jolting sensation over the weekend. The patient had called the company representative who had helped him adjust the stimulation down. The patient's stimulation was 'reasonably comfortable' but he still used four diapers a day, which was the same amount he used prior to receiving the ins. The patient also still had difficulty holding urine when coughing or sneezing. The patient had an appointment with his physician in two days. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).